Event description:
It was reported that (1) lcsc5 and (1) hp052 were used during a lap chole procedure. It was reported by the rep that the lcsc6 was attached to hp052 handpiece and a solid tone was heard. The test tip was attached and solid tone still heard. The surgeon completed the case with cautery. There was no pt consequence.